Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime anomaly. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. Customer had just changed the battery and keypad issue persists. Blood glucose value was 48 mg/dl; he had just eating breakfast and felt well. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.